Event description:
The pt's parents reported that in 2002, the pt complained of an overly loud sensation and took off their external headpiece. After that event, the parents reported that the pt stopped responding to the implant. In 2002, the pt was seen at the implant center for device evaluation. External equipment was exchanged: however, the pt reported no sound. Further testing confirmed that three electrodes had very low impedance measurements. Programming adjustments were made, however the problem remained. In 2002, x-rays revealed that the electrode has good placement inside the cochlea. Objective physiological measurements showed no response by the pt's system when the implant was activated. The pt's device was explanted. The pt was reimplanted with another clarion device without the positioner.